Manufacturer narrative:
The manufacturing facility performed a device history review of the lot number reported: the review showed no deviations or abnormalities related to the reported issue. One used sample was returned for evaluation. Visual examination showed no abnormalities. The returned device was given functional testing: a syringe was attached to the inflation line and the device cuff was inflated. The entire device was submerged in water and bubbles were observed coming from a hole in the device cuff confirming the reported leak. The physical characteristics of the hole are consistent with the cuff coming into contact with a sharp object. The object that inflicted the cuff damage could not be identified. To consider the possibility that the cuff was damaged during leak testing (prior to packaging), a walk through of the manufacturing floor was performed to review the leak test and packaging operations. Production personal were confirmed to be following procedure. The line clearance records were performed and all training records were current. Although these products are 100% leak tested in the manufacturing process and designed to be as robust as functionally possible, puncture of the tube cuff during use is an inherent risk when using any tracheostomy product.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during use the cuff leaked. No information available regarding length of time in use. Unknown whether leak check was performed prior to use.